Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample when tested on a vitros 5600 integrated system. The definitive assignable cause could not be determined. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Based on historical quality control results, there is no indication of a performance issue with vitros tropi es lot 3970. In addition, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es reagent lot 3970. The customer is not following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Email address for contact office in field (B)(4).

Event description:
A customer contacted the ortho clinical diagnostics technical solutions center (tsc) to report a non-reproducible, higher than expected, troponin I result obtained from a single patient sample using vitros troponin I es (tropi es) reagent with a vitros 5600 integrated system. Vitros tropi es = 0.089 ng/ml vs. The expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es result was reported outside of the laboratory; however, no treatment was given, changed, or withheld based on the reported result. A corrected report was issued and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).